Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery failed alarm and software error detected. The customer¿s blood glucose level was 20.7 mmol/l at the time of incident. Customer stated that the contacts on battery cap were not missing, damaged, or corroded. Customer stated that the neither battery compartment nor spring were damaged or corroded. Customer was advised to wait for the insert battery alarm before inserting a new or fully charged battery, however insulin pump did not alarm battery failed alarm. Customer stated that the insulin pump did not turn on, however they tried another battery and getting insert a new battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant failed battery alarm problem isolated to electronic assembly. Unable to verify battery power loss alarm and pump error 53 alarm due to constant failed battery alarm noted. Unable to perform test due to constant failed battery alarm during testing.